Manufacturer narrative:
The complaint device was not returned to bsc and product analysis could not be performed, product record reviews did not identify a product quality issue or new patient harm, and the primary reported observation is addressed in product labeling (i.e. Instructions for use).

Event description:
It was reported that this insertable cardiac monitor (icm) was infected and fell out as the physician was about to remove the device. No new device was implanted. No additional adverse patient effects were reported.